Event description:
Chemo could not be performed on patient due to faulty port so they were referred for port check. Patient arrived in interventional radiology for port check on (B)(6) 2025. X-rays were taken before injection of contrast where it was noted that the catheter portion of the port was broken in half and displaced into the left pulmonary artery.